Manufacturer narrative:
(B)(4). (B)(6). Report source, literature - hossain, f. Et al (2017). Early performance-based and patient-reported outcomes of a contemporary taper fit bone-conserving short stem femoral component in total hip arthroplasty. The bone and joint journal, 99-b(4), 49-55. Doi: 10.1302/0301-620x.99b4.bjj-2016-1291.r1 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient was asymptomatic, and the stem showed subsequent signs of stabilization and osseointegration at the two year follow-up. Attempts have been made and additional information on the reported event is unavailable.